Manufacturer narrative:
Device evaluation of the battery pack (B)(6) has been completed. The reported problem (unable to power up a monitor) was confirmed. As received, the battery pack was unable to power a test monitor and charge. The cause for the failure was isolated to a loose bus bar inside of the battery. The root cause of the loose busbar cannot be positively identified. There were no adverse events associated with the battery malfunction. Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause for the failure was that all the wires in the cable connecting ECG c and d were broken. The root cause for damaged cable was physical abuse. There were no adverse events associated with the damaged electrode belt.

Event description:
A us distributor reported that a battery would not power on a monitor and was receiving adjust belt messages.